Event description:
It was reported that a dissection occurred. The 90% stenosed, moderately tortuous and severely calcified target lesion was located in the mid left circumflex artery (lcx). A 3.00 x 32 mm promus elite and 3.50 x 20 mm promus elite were deployed in the left anterior descending artery (lad). Following pre-dilation of the lcx lesion with a 2.50 x 8 mm semi compliant balloon, a 2.75 x 12 mm promus elite was deployed at 11 atm. The stent was post-dilated with a 2.75 x 8 mm non-compliant balloon. A flow limiting distal edge dissection was then noted in the lcx. A 2.50 x 16 mm promus elite was deployed distally to cover the dissection and the procedure was completed successfully. The patient was stable and fully recovered.

Manufacturer narrative:
E1 initial reporter address: (B)(6).